Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after completing the issue transaction for the wrong patient no item was taken out from drawer 6 and the drawer was closed. The drawer did not open again to issue for the correct patient. A technical support specialist identified the issue transaction was in mql for patient ID. In mql, the item was found with the option to return the item enabled. The populate buttons report showed no failed drawers. The customer was guided through cycle counting bin 06-08, and the quantity on hand was adjusted from 5 to 6. The item was successfully issued for patient ID. The customer was advised to inform management that no item had been administered to patient ID. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue (pi 55845). The customer stated that this malfunction occurred while dispensing the medication however, there were no delay or adverse events or injuries reported based on this event.